Event description:
It was reported that (1) lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that during the dome down lap chole, the surgeon was using the lcsc5 to transect the cystic artery, at which time the lcsc5 "locked out". In trying to reestablish a properly operating blade, the surgeon noticed that a tear in the hepatic artery had occurred. The hemostasis could not be attained through laparoscopically, so the surgical staff converted the lap chole to an open chole. Once the laparotomy was made, hemostasis was attained. The case was completed through the traditional open chole technique.